Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a cracked blade.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of images provided by the customer was performed. The images appear to show the jaws of a harmonic ace instrument covered in a lot of bio-debris but with no obvious damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a blade on the harmonic ace instrument was noted to be damaged and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically using a backup harmonic ace instrument.